Manufacturer narrative:
(B)(4). Date sent: 6/30/2020; d4: batch #u5a66u. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards, without the reload present. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the device was clamped over an excess of tissue, causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an esophagectomy, the anvil jaw bent so device would no longer close. They opened new device to complete procedure. No patient complications were reported.